Event description:
It was reported that during a device changeout procedure, the replacement pulse generator exhibited no output. Removing and reconnecting the device did not resolve the issue. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.